Manufacturer narrative:
An event regarding metallosis involving a metal head was reported. A visual inspection was carried out by a material analysis engineer which noted; the articulating surface of the head was subject to substantial scratching damage and wear, consistent with the third body debris observed on the acetabular insert. The taper surfaces exhibited little wear indicating that the femoral head female taper was properly engaged with the femoral stem trunnion. Conclusion: a review by a clinical consultant concluded: ceramic wear debris still present after a previous revision for ceramic bearing fracture has contributed to third-body wear in the new post-revision articulation with rapidly progressive x3 poly wear and c-taper femoral head metallosis requiring a second revision only 8-months later. The observed metallosis is thus also secondary to the ceramic wear debris of the first revision surgery. Based on this conclusion there is no allegation the product reported in this investigation did not contribute to the event. Failure to remove ceramic debris from a previous revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient was diagnosed with metallosis. This is the second revision surgery for this patient. The first revision surgery was performed in order to replace a ceramic insert broken. It was difficult to remove the broken insert but finally the procedure was successful. Acetabular shell was maintained inside the patient and the insert and acetabular head were replaced.

Manufacturer narrative:
Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient was diagnosed with metallosis. This is the second revision surgery for this patient. The first revision surgery was performed in order to replace a ceramic insert broken. It was difficult to remove the broken insert but finally the procedure was successful. Acetabular shell was maintained inside the patient and the insert and acetabular head were replaced.